Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device recorded numerous ventricular episodes of anti-tachycardia pacing (atp) and shock delivery. The physician wanted to know if these events were originated from atrium or ventricle. Upon review, it was noted that this device exhibited oversensing and noise on this right atrial (ra) channel. The noise was able to be reproduced. It was suspected that there could be a lead integrity issue. The plan was to perform programming and to continue monitor the lead via latitude. This ra lead remains in service. No adverse patient effects were reported.